Event description:
There was a loss of power that affected ac power at the time of the event. There were no changes to patient condition or anticoagulation status that may have contributed. A computed tomography was ordered but the patient cancelled. The patient had no symptoms and no treatment was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of no external power alarms while connected to the mpu; however, it was determined that the mpu was unrelated to the cause of the reported event. A log file was submitted for review and data from the event date of 13jan2026 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2026 from 04:00:39 to 04:00:42 and from 04:53:31 to 04:53:35 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the patient lost power to their home during at the time of the reported event. The reported event could not be correlated to an issue to the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20mar2022. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured sporadic low flow events throughout the log file with flow noted as low as 1.9 lpm. The pulsatility index (pi) values during the log flow events were not as elevated as typically seen when we suspect clinical conditions. The pi values were marginally variable. A couple low voltage hazard events were noted while using the mobile power unit (mpu) on (B)(6) 2026 at 0400 and 0453. It appeared that the mpu lost total power enabling the backup battery in the controller until power was restored.